Manufacturer narrative:
A request was made for product return. Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on a non-boston scientific defibrillation lead, which was on recall. Further inquiry revealed this noise results in pacing inhibition and unnecessary shocks. As a result the lead was surgically abandoned and the device was electively explanted and replaced. No adverse patient effects were reported.